Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens haptic was missing during loading. The surgery was completed on the same day as planned with the new lens of the same diopter without any harm to the patient harm. Lens was discarded.